Event description:
The pt "ran into a wall" and then experienced a shocking sensation when sitting or lying down. The pt had to turn up the voltage of the device to cover this pain and then felt shocking. It also reported that a broken antenna jack was seen on his pt programmer. This prevented him from being able to adjust the stimulation. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis showed that the antenna jack on the pt programmer was broken. It was replaced.